Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, it was observed that the device's circuit board was malfunctioning. The device's system board was replaced to address the issue.

Manufacturer narrative:
H3 other text : device was evaluated by third party service center.